Event description:
Patient was revised to address pain. Update 06/16/2015 - pfs and medical records received. After review of the medical records for MDR reportability, the revision operative note indicated pain and malpositioned cup (not revised). The cup is being added to the complaint.

Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Ppf alleges abductor muscle repair and elevated metal ions. After review of medical record for MDR reportability, patient was revised to address pain. The cup was in about 5 degrees of anteversion. The stem was in about 10 degrees of anteversion. Added age, revision surgeon, revision hospital, law firm, lawyer in associated contact, manufactured and expiration date of ips. Stem were added due to elevated metal ions. Corrected patient identifier. Doi: (B)(6)2012 - dor: (B)(6)2014 (right hip)